Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while advancing a triclip the clip became caught within the anterior-septal commissure below the tricuspid valve. Troubleshooting was preformed to remove the triclip, during which there was a chordal rupture visualized. The clip was successfully removed and implanted successfully. A second triclip was then implanted successfully within the anterior-septal commissure. The procedure was discontinued, the final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions. The reported tissue injury appears to be a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.